Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices opened by the account with the appropriate packaging and seven devices sealed with the appropriate packaging. Visual inspection of the first opened product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Functionally the first reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Visual inspection of the two other opened products noted that each reload was pre-fired and engaged in interlock. There were staples protruding from the proximal side of each staple cartridge channel. Functionally each reload was loaded into a post market vigilance instrument, each interlock was overridden, and each reload was applied to test media with proper staple placement and media transection. Visual inspection and functional testing of the seven sealed products confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemicolectomy, at colon resection, while trying to fire the stapler, they closed it on the tissue and the stapler was unable to fire, they tried another reload with the same result and also another handle with the same result. After surgery they took the handles and fired normally a reload with a different lot number. There was a problem with the three reloads. The surgical time was extended by thirty minutes or more. They used a different stapler from another manufacturer to complete the case. There was no patient injury.